Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "customer had 1 tube that did not separate. It was the only tube spun at the time and it was from a healthy individual. They drew sample, mixed 5 times, clotted for 45 minutes and spun for 20 at 1200 rpm. It was spun in a refrigerated centrifuge but she did not know what temp it was set at. The blood separated but the gel stayed on the bottom. Recommended to check to see if the 1200 rpm is equal to 1100-1300g's or rcf and check temp on centrifuge. Emailed tech talk on sst tubes. It was reported that a tube did not separate like it should have. Customer called to report that they had a tube that did not separate as it should have. She said this occurred on (B)(6) 2020. She has photos of this. She stated the sample is allowed to clot for 45 minutes before centrifugation. She asked to talk to tech support to troubleshoot. She stated it is unknown if there was any erroneous results or course of treatment change."

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter. "Customer had 1 tube that did not separate. It was the only tube spun at the time and it was from a healthy individual. They drew sample, mixed 5 times, clotted for 45 minutes and spun for 20 at 1200 rpm. It was spun in a refrigerated centrifuge but she did not know what temp it was set at. The blood separated but the gel stayed on the bottom. Recommended to check to see if the 1200 rpm is equal to 1100-1300g's or rcf and check temp on centrifuge. Emailed tech talk on sst tubes. It was reported that a tube did not separate like it should have. Customer called to report that they had a tube that did not separate as it should have. She said this occurred on (B)(6) 2020. She has photos of this. She stated the sample is allowed to clot for 45 minutes before centrifugation. She asked to talk to tech support to troubleshoot. She stated it is unknown if there was any erroneous results or course of treatment change."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.